Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm on the insulin pump. The customer also had a sensor with a broken needle. The customer stated that the needle had been removed. The customer also mentioned a sensor that only lasted for a day and a half. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.